Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. There were no samples received for evaluation. Because a sample was not received, the reported issue could not be confirmed. A root cause could not be determined. A corrective action is not deemed necessary at this time. This complaint will be closed with no further action; if sample is available later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the formula leaked from the set into the pump.